Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 314 mg/dl at 12:13 a.m. And 43 mg/dl at 12:23 a.m. On the contour next link 2.4 meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in jul-2021, therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.